Event description:
Curon medical inc., was notified on 07/24/2000 that on 7/12/2000 the pt complained about left side chest pain; pt was kept in the hosp overnight for observation and was released on 07/13/2000 completely recovered. However, on 07/21/2000, (eleven day after the rf procedure on 07/10/2000), the pt returned to the hosp due to chest pain, an endoscopy exam confirmed distal esophageal ulcer. The pt stayed in the hosp until 07/25/2000 when pt was released under medication. Follow up with the clinical coodinator on 10/5/00 confirmed that the pt is feeling better. The regulatory affairs dept of curon medical inc. Learned of this event on 9/29/00 and shortly thereafter filed the complaint with FDA.